Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 11/17/09, an international patient/layperson complained that her onetouch ultra meter results were inaccurately high compared to how she felt. The representative obtained and is attempting to obtain additional information. The patient alleged the following regarding the 2009 event. Results are in mg/dl, correct unit of measure. The patient was "incoherent and rigid" upon awaking at 8 a.m. The patient's daughter tested, result 102, and gave the patient sugar. By 9 a.m. The patient felt better and ate breakfast. Information regarding the patient's actions after 9 a.m. Were not provided; e.g. Was euglucon (glyburide) indeed taken the day prior, before a meal or also on the event day; was the patient symptomatic before 9 pm. At 9:00 p.m. The patient again was incoherent and was taken by ambulance to the hospital at 10:00 p.m. It is unknown if the daughter or ems tested or treated the patient. At 11 pm (presumably the arrival time at the hospital), a lab draw was performed, result 38. Reportedly the patient's ultra result was 108; however, the time of the test and the person who tested were not provided. The patient was treated with an IV of glucose. The patient allegedly has no other medical issues. It would be helpful to know what transpired before 9:00 p.m: if the patient ate meals, took her euglucon, tested throughout the day, results if she tested, was the patient symptomatic before becoming incoherent; has the physician changed the medication regime although the information is unclear, the complaint is reported since the patient was incoherent and treated with IV glucose after the hospital laboratory obtained 38 mg/dl. The meter, strips, and control solution were replaced.